Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j11002r30, implanted: (B)(6) 2002, product type: catheter. Product ID: 8709,lot# j11002r30, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient receiving intrathecal compounded baclofen 2000 mcg/ml (350 mcg/day) via an implanted pump. The pump's indication for use (IFU) was listed as other spasticity and intractable spasticity. On an unknown date, the patient experienced increased spasticity and the patient was feeling funny. It was noted the patient was a high strung individual and was very anxious in general. It was further reported maybe the patient had the flu. No underdose or withdrawal symptoms were reported. A nuclear dye study would be done on (B)(6) 2015. The healthcare provider (hcp) wanted to rule everything out. It was also noted maybe the patient had another disease state. There was no high blood pressure, fever, or chills. Additional information received from a company representative indicated that the patient's nuclear med study began on (B)(6) with indium (0.3 ml) being injected into the reservoir. The entire contents of the reservoir was aspirated and dispensed after injecting indium. 10.4 ml was the expected volume and 10.4 was the residual volume in the pump. The final scan was on (B)(6). It showed that drug was flowing from the pump around to the back, as best the radiologist could tell, but not entering the intrathecal space and flowing up to the head. Probably at anchor connection. The patient has been referred to the neurosurgeon for catheter replacement. The patient's symptoms were some increased spasticity and itching, but "nothing severe." The patient first started experiencing increased spasticity the week of (B)(6) 2015. Additional information was received from an hcp. Other medications the patient was taking at the time of the event included oral baclofen and klonopin 0.5. The patient's pertinent medical history included a history of adrenomyeloneuropathy disorder since 1995.

Manufacturer narrative:
Other applicable components are: product ID: 8709, lot# j11002r30, implanted: (B)(6) 2002, product type: catheter. Product ID: 8709, lot# j11002r30, implanted: (B)(6) 2002, product type: catheter. Analysis revealed that during pressure testing, leaking was observed between the metal pin and white silicone.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, additional information received from an hcp, via a company representative, reported that the previously reported fluid flowing around to the back, had stopped flowing in the low back area, possibly near to where the catheter entered the intrathecal (it) space. A conventional dye study under fluoroscopy was attempted, but since they were not able to aspirate from the side port, the physician did not want to push and bolus the patient with "all that drug," so it could not be confirmed where the it was flowing. As of (B)(6) 2015, the catheter had not been replaced, as surgery had not yet been approved.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. The pump was explanted on (B)(6) 2016. The patient experienced underdose. The patient outcome was no injury/recovered without sequelae. The pump was removed to avoid in-vivo battery depletion. It was also noted that there was a possible occlusion in the pump, pump tubing or catheter access port. No rotor study was performed. The hcp was unable to aspirate at the dye study; however, there was free flow of csf (cerebrospinal fluid) at the pump replacement. The pump and pump connector were returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.